Manufacturer narrative:
(B)(4). G2: foreign - event occurred in canada. H6: proposed component code: mechanical (g04) - head. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that approximately one years post-implantation, the patient underwent a right hip revision due to pain from falling. During the revision, the pseudocapsule was excised and dehiscence of the 3rd gluteus medius; psoas tendinitis; and loosening of the stem were noted. All components revised. Attempts have been made and no further information has been provided.